Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the distal section of the needle was broken, blackened, and melted which were consistent to the findings when the device was observed under magnification. A functional evaluation was performed by actuating the handle and the needle moved inside the working length; however, it did not extend out of the extrusion due to the needle was broken and the broken section was not returned. The wire was observed blackened inside the extrusion, therefore the distal tip was cut to expose the wire and it was observed it was blackened and melted. No other problems with the device were noted. The reported event of cutting wire (needle) break was confirmed. Upon analysis, it was found that the needle was broken, blackened, and melted. The needle being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused due to the technique used, the patient anatomy, interaction with the scope or additional devices. Also, if it exceeded the maximum rating of voltage or if it was not in constant motion as per instructions for use (IFU) states. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) with pyloromyotomy procedure performed on (B)(6) 2021. During the procedure, the needle of microknife xl broke off but got stuck in the catheter, so no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) with pyloromyotomy procedure performed on (B)(6) 2021. During the procedure, the needle of microknife xl broke off but got stuck in the catheter, so no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.